Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion using in.pact pacific pta balloon, it was reported that a balloon twist occurred during inflation. The procedure was completed with another in.pact pacific pta balloon. No patient injury reported. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
(B)(4). Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. (B)(4). Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion device evaluation: a visual and tactile inspection was carried out on the device. The balloon was returned unfolded. Wrinkles were detected in the middles of the balloon. The guidewire lumen was flushed and a 0.018" guidewire was advanced from the tip to the luer: no resistance was encountered during the procedure. In order to detect any leaks, negative pressure was applied to the catheter system by a manometric syringe: the test passed because no stream of bubbles was detected on the column of water. The balloon was then inspected at the microscope and inflated at different pressure: zero (0) bar: the balloon showed wrinkles at approximately 6 cm from the proximal marker. One (1) bar: the balloon profile was not homogeneous in correspondence of the wrinkles, seven (7) bar: the balloon was completely inflated at the nominal pressure without reporting any defects fourteen (14) bar: the balloon was completely inflated at the rbp pressure without reporting any defects the device was completely deflated without reporting any defects. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.